Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a right renal artery stenting procedure, resistance was met during advancement with the 6f sheath. Although unknown at the time, the stent dislodged into the guiding catheter. The balloon was taken to the lesion and dilatation was performed. The device was removed without issue and upon removal, the stent was found proximal to the balloon on the stent delivery system. Final results were good, so no additional treatment was done. There was no adverse patient sequela and no clinically significant delay in procedure. There was no additional information provided.